Event description:
It was reported by the stryker field service rep, that the customer alleged that the fowler would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.